Event description:
The bench technician while servicing the device found the display defective. There was no report of patient involvement. The bench technician while servicing the device found the display defective. The display needs to be replaced. Upon conclusion of the evaluation, it was determined that the display requires replacement. It was replaced. The device passed testing and was put back into service.